Manufacturer narrative:
Date of event: date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it was not working at all right now. It worked for a while well. The patient had a bladder stimulator. They said they were almost pretty much incontinent and were lucky if they made it to the bathroom. They tried to adjust the stimulation themselves and gave up. It had probably been a few months since the symptoms had returned; it has been a good while, but they did not know exactly. The patient's current settings were checked and they were on program 1 at 2.8 volts and stimulation was on. On the call, they increased stimulation to 3.5 volts. It was recommended they monitor their symptoms for a couple days and see if they improved.

Event description:
Additional information was received from the patient. They reported that the patient is having bladder leakage especially at night (patient has ins for bladder control). They have been on the same program for a while and requested assistance changing to a different program. They have tried increasing stim and stated they can't increase stim much more than 3.0v on current program or they have some discomfort. Walked the patient through checking therapy status and reviewed how to change programs. The patient confirmed therapy is on at 3.0v on program 1. They changed to program 2 and increased stim to 2.2v. Confirmed feeling stimulation (flutter) comfortably in bike seat area. Asked for event date and patient stated it's been "going on for a long time". They changed therapy settings before due to this issue and stated that worked for a while and then it "got worse again". The patient will monitor symptoms now that change was made and will follow up with their healthcare professional (hcp) if still not seeing improvement. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.